Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Date of event: month and day unknown. Only year (2018) is known. As a lot/batch was not provided, a device history could not be performed. Additional information obtained: the surgeon has changed his idea that all the problem were due to the stapler. As he said, he is not sure at all, he emphasized that there is no need to do any further investigation over this issue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colorectal surgery, a very professional surgeon used the device. After one day, there was a major leak in the staple line and the patient has expired.

Manufacturer narrative:
(B)(4).